Event description:
It was reported that the patient's insertable cardiac monitor exhibited loss of bluetooth telemetry. No intervention was performed. There were no patient consequences.

Event description:
New information received notes that the patient was brought into clinic and programming changes were made. There were no patient consequences.

Manufacturer narrative:
The reported event of unable to pair implanted device to mobile application was confirmed. Final analysis based on the information provided determined that the correct pairing key was unable to be entered due to the pairing window not being displayed properly on the patient¿s phone. Therefore, the several attempts were made, trying to connect the implanted device to the phone, which resulted in ble lockout. No anomalies were detected.